Event description:
It was reported by the customer that a pyxis¿ medstation¿ es system drawers 4.2 and 6.2 was showing read and write errors. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was showing read and write errors. A field service engineer removed ghost cubbies to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.